Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that the patient was asleep and his numbers went down on (B)(6) 2013. The sensor gave out a signal the receiver didn't understand for about an hour and a half. Patient's parents treated him with glucose and his numbers went back up. Patient's parent reported patient was excellent at the time of contact with dexcom technical support.